Manufacturer narrative:
The onyx was not returned for analysis; therefore the complaint could not be confirmed, and the event cause could not be determined. The lot history records review was not possible since the lot numbers were not reported. Note: as per the IFU, "premature solidification of onyx may occur if micro catheter luer contacts saline, blood or contrast of any amount". (B)(4). Information received from the same event as MFR: 2029214-2015-00747.

Event description:
The following report was received by medtronic (covidien): a marathon catheter ruptured 3 cm from the distal end as onyx 18 was being pushed through the catheter. This occurred during treatment of an arteriovenous fistula located near the dural branch that stemmed off external carotid artery. Onyx subsequently leaked out into another dural branch not intended to be embolized. This branch did not lead to the brain and the patient did not suffer any injuries. It was believed that the rupture occurred due to a plug which formed inside the catheter. This plug hadn¿t fully formed and was not identified prior to the rupture. There was an unspecified amount of reflux. It is unknown the exact amount of pressure used during the injection however it was noted to be a lot. The doctor was aware of risks associated with the rupture, however believed the location to be a ¿safe zone.¿ there was no surgical or medical intervention, the patient was noted to be doing fine.